Event description:
According to the complainant, when looking in the package the nurse noted the autotome sphincterotome was kinked. There was no procedure or patient involvement.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.